Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. An investigation was performed and the reported complaint was able to be confirmed and duplicated. Found xdcr pt800 to have recorded faults in the events log. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Results of investigation: this unit was field serviced by a vyaire medical authorized service technician. The service technician replaced the main pcb to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the ventilator was alarming xdcr fault, vent inop, and shut off. There was no patient harm associated with this reported event.